Event description:
The patient experienced a severe allergic reaction. Which caused mucosal blisters, where the device touched, due to the use of the aligners. Patient removed aligners and the mucosal lesions resolved. Doctor advises patient not to continue use of aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.